Event description:
It was reported the patient was totally pacemaker dependent - had no intrinsic rhythm when programmed vvi 30. Lead impedance was reported to be in the 400s ohms with low rate set at 60bpm. Per the clinic, patient had been having routine carelink reports, all indicating normal device system function. Admitted to hospital via ER on (B)(6)2010 for displaced fracture of the right femoral head with hip surgery performed the next day. Discharged to a rehab care facility on (B)(6)2010. Follow up with the clinic reported the patient died less than one month later on (B)(6)2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/22/2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a bimonthy medwatch report submission that would have been due on 9/22/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report.